Event description:
A medtronic ent representative reported instrument calibration issues during an ent procedure. The surgeon completed the procedure with the use of the fusion navigation system. There was no negative impact on the patient outcome reported.

Manufacturer narrative:
The patient demographic information is unknown. A medtronic representative went to the site on (B)(4) 2013 identified a bent frazier suction. The suspect device was discarded and replaced with a new suction. A pm was performed within the week and verified the system was working properly. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
Appropriate codes provided. As reported on initial medical device report, a medtronic representative went to the site on (B)(4) 2013 identified a bent straight suction. The suspect device was discarded and replaced with a new suction. Preventative maintenance was performed within the week and verified the system was working properly. No parts or files have been received by the manufacturer for evaluation.